Manufacturer narrative:
Pt's wife reports husband received multiple shocks and asked if care alert was sent to dr's office. Followup with physician's office indicates pt had been admitted to the hospital 13 days later. Admitting diagnosis was not available. No further information was available from the dr's office. The pt later reports kidneys affected and that the ICD is now turned off while in the hospital. Follow up information was received which indicates the device was functioning appropriately; pt was having incessant vt which the device was treating. 30 plus appropriate and effective therapies were delivered. No conclusion can be drawn device remains activated shock, inappropriate.

Event description:
Pt's wife reports husband received multiple shocks and asked if care alert was sent to dr's office. Followup with physician's office indicates pt had been admitted to the hospital 13 days later. Admitting diagnosis was not available. No further information was available from the dr's office. The pt later reports kidneys affected and that the ICD is now turned off while in the hospital. Follow up information was received which indicates the device was functioning appropriately; pt was having incessant vt which the device was treating. 30 plus appropriate and effective therapies were delivered.